Event description:
The pt was a (B)(6) old female who was punctured on the right ankle on (B)(6) 2014. Leakage was observed and the catheter was found broken on (B)(6) 2014. X-rays and a color doppler ultrasound were performed on the lower limbs, and the catheter was not found. An x-ray was then performed on the whole body and the catheter was still not located.

Manufacturer narrative:
It is unk at this time if the sample is available for eval. If the sample is received, a supplemental report will be submitted upon completion of the investigation.